Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient was having a MRI due to issues they were having with the pump. The patient reported that the pump wasn't functioning anymore and wasn't distributing any medication. The patient doesn't know the cause of this issue, but said it started in (B)(6) 2018. The patient reported that they believed there is no medication or saline in the pump. The patient reported that they were in a lot of pain and doesn't know the cause of the pain. No further complications were anticipated/reported.